Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. Upon inspection and testing, it was observed that the device insertion tube had chemical discoloration and scratches. The el scope connector locking pin was leaking. The user¿s complaint was confirmed. Light guide tube had some surface scratches as well. Also found distal end had a sharp edge at the bx channel opening and forceps slightly catching c-body.

Event description:
As reported for this event, there was an ebus leak in the water cap. There is no reported harm or adverse impact to any patient.

Manufacturer narrative:
Correction information is date returned to manufacturer which was not included in the initial MDR. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates .the device history record review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, special adoption, and variations. Root cause for the issue cannot be determined, but probable cause is as follows: leakage of the connector: there is a possibility that it occurred by applying an external force due to handling because the leakage from the lock pin was confirmed. Damage to the insertion part may have occurred due to external forces or handling by chemicals, because fine scratches and discoloration have been observed. The instructions for use includes the following statements: important information ¿ please read before use do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged.